Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the right ventricular defibrillation coil was fractured at 57.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered for high right ventricular (rv) lead impedance and a rv lead fracture was confirmed. The rv lead was explanted and replaced. It was also reported that the patient alert was triggered due to high left ventricular (lv) lead impedance. It was noted that lv lead threshold was high. The lv lead remains in use. No patient complications have been reported as a result of this event.